Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the during loading of the intraocular lens (iol), the front haptic sheared off which made it sharp. When the lens was turned in the patient's eye, the haptic tore the capsular bag and the lens was removed. A vitrectomy was performed. A replacement lens of the same model and diopter was successfully placed and the patient was doing well.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was visually examined. A posterior and anterior view of the lens was performed as part of the visual examination, the lens had debris, a small scratch and ovd residue on the optic region. The overall lens shape and dimensions were in acceptable conditions. One of the haptics was damaged. The observed lens defects are compatible with a lens that has been prepared for use. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other serial numbers contained in the production order are involved in other investigations. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.